Event description:
It was reported that the patient presented in clinic for follow up. Upon review, episodes of over-sensed noise were noted on the lead. No intervention was performed. The patient will be further monitored. Patient was in stable condition.